Manufacturer narrative:
(B)(4). Batch # m54l60. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Probable cause of the condition of the washer could be due to the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a tme procedure, there was no cracking sound during and surgeon had a vigorous firing and the specimen was not a completed donuts shape. It resulted in a incomplete anastomosis. Finally surgeon decided to use a powered endo linear cutter to transect the colon again and use another product like device to finish the anastomosis. The case was finished smoothly. There were no patient consequences reported.